Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified tool marks on the header and body fluid contamination in the lead barrels. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.

Event description:
The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device appeared to be depleting prematurely. The device was implanted in (B)(6) 2016 and showed thirteen year at a follow up eight months ago, but at a recent follow up showed three years of battery remaining. The patient will be brought in for another follow up and a save to disk will be performed at this time for boston scientific technical services (ts) review. No adverse patient effects were reported. Additional information noted that upon engineering review the device was malfunctioning and a replacement should be considered, and the device returned it for detailed analysis. Engineering noted that the power consumption of this device has been increasing during the last year, thus due to the power consumption increasing and not leveled off an accurate longevity calculation cannot be made.